Event description:
(B)(4). I had the essure placed in (B)(6) 2010, nothing but problems from there on out headaches, bloat, heavy and very painful periods, clots, brain fog, mood swings, anxiety, and then my right coil expelled from my body; back to the doctor; "ultrasoultrasounds," cervical biopsy, uterine biopsy and in the next couple of weeks, a hysterectomy. This is what I ask for, all I wanted was to be sterilized, so I couldn't have another child being a I had lost two boys and gave birth to another son who is with us today, get this nightmare off the market, it's injured to many women.....